Manufacturer narrative:
(B)(4). Unit was received with broken off and missing end cap. Also, unit had minor scratched lcd window and cracked reservoir tube lip. No missing o-ring on the reservoir tube was noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer also stated that the insulin pump was dropped and part of the casing came off and the motor also came out. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the there was a missing piece and that the damage was located in the end of the insulin pump where the drive support cap and medtronic sticker were. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.